Manufacturer narrative:
Of the 8 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that the one touch ping model pump experienced a vibration issue. These reports were received from various sources. The patients associated with this allegation range from 5-66 years of age and between 142 and 142 pounds. Of the reported patients, 1 was male, 7 were female, and 0 were unknown.